Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device alarmed and displayed occurrence of error codes 120a (high o2 supply pressure), 1208 (oxygen not available), 1112 (oxygen pressure sensor range error).. Unit was being used on a patient at the time the reported issue occurred; however, there was no adverse effect.

Manufacturer narrative:
Correction: there was no patient involvement.

Event description:
The international customer reported the device alarmed and displayed occurrence of error codes 120a (high o2 supply pressure), 1208 (oxygen not available), 1112 (oxygen pressure sensor range error). There was no patient involvement.